Event description:
It was reported that there was debris that was unremovable on the lens of the patient interface (pi). This was discovered after patient contact. The pi was switched and the procedure was completed successfully with no patient injury or surgical intervention. No additional information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.